Event description:
A 2 fr vygon PICC was inserted on [redacted]. A dressing change was performed on [redacted]-3 days after insertion due to dressing peeling. Drainage was observed approximately 24 hours later and was initially suspected to originate from the insertion site. Multiple interventions, including application of adhesive by the vascular access team, were performed. On [redacted]-7 days after insertion, the source of the fluid was confirmed to be leakage from the catheter at the butterfly hub rather than the insertion site.